Event description:
Caller reported cartridge was not fitting properly on pump. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Customer inspected the o-ring and pneumatic tap area, removed the o-ring, and cleaned the area. After following instructions to reload the original cartridge, customer successfully resumed insulin therapy.